Event description:
After the iab was removed, a black particle matter was noted in the extension tubing. The particle matter was also noted in the syringe. The iab may have leaked. The iab was discarded by the facility. The syringe will be returned for evaluation. (Event complications: none from the event - reported 12/22/97.) (Pt's current status: unk - rpt'd 12/22/97.)